Event description:
Healthcare professional (hcp) reports 3 fiber leaks noted by blood in the dialysate compartment at the onset of the pt treatments. New disposables were used to continue the treatments without incidents. The dialyzers were reused 9, and 2 times; 1 was noted to be preprocessed. No pt injury and no medical intervention was required.